Manufacturer narrative:
Solex catheter was returned to zoll (B)(4) for evaluation. The catheter and the syringe were returned with the plastic bag. The syringe was attached to the teal port and was covered with blood. Blood had accumulated /dried up on the balloons, shaft, luered tubings and infusion ports. Based on the condition of the device was returned, the evaluation of the device could not be performed. As the evaluation was not performed on returned device, reported complaint cannot be determined. Based on the information available, probable causes for the reported complaint can be a latent deformity in the bond, which resulted in eventual leak under pressure, or a bond delamination incurred during catheter placement. During manufacturing, all solex catheters are 100% inspected for leaks. In addition, extension tubing is 100% tested for leaks. Only units that passed are moved to the next process.

Event description:
It was reported that after inserting the solex catheter, immediately blood was observed to be backing into the closed orange ports of the catheter. The insertion of the catheter into the subclavian vein was noted to be without difficulties. Following the event, the catheter was removed and the patient's temperature management therapy was initiated with an arctic sun device. There were no patient complications as a result of the reported catheter issue.